Event description:
Edwards japan received information through its implant patient registry that a 21mm 8300ab valve was explanted after a duration of four (4) months twenty-one (21) days due to unknown reason. A 21mm 11500aj valve was implanted in replacement. The surgeon affirmed that there was no device dysfunction and the device did not cause or contribute to the event. The device was not returned for evaluation due to infection and discarded at the hospital.

Manufacturer narrative:
Manufacturer narrative: updated sections g3, g6, h2, h6 investigation findings, and investigation conclusions. Device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Based on the information available, a definitive root cause cannot be conclusively determined. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Therefore, further evaluation is not required corrected data: section b5.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards japan received information through its implant patient registry that a 21mm 8300ab valve was explanted after a duration of four (4) months due to unknown reason. A 21mm 11500aj valve was implanted in replacement. The surgeon affirmed that there was no device dysfunction and the device did not cause or contribute to the event. The device was not returned for evaluation due to infection and discarded at the hospital. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional cu.